Event description:
Device report from synthes, reports an event in japan as follows; it was reported that, this was a percutaneous vertebroplasty (l4) for compression fracture on (B)(6) 2023. The surgeon proceeded the procedures according to the surgical technique. It was found that fluid was leaking from around the balloon wire as the surgeon was going to inflate the m-size balloon. The balloon was immediately exchanged with a new one. The surgery was completed successfully with no surgical delay. The surgeon commented that the balloon was defective. This report is for one (1) synflate balloon/medium- sterile. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional product code: hrx. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed. No conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3 h6 part # 03.804.701s. Synthes lot # 82221878. Supplier lot # 82221878. Release to warehouse date: 25 june 2021. Supplier: confluent medical technologies. No non conformance reports were generated during production. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the synflate balloon/medium- sterile had a small hole at the edge of the mating section between the distal tip and the balloon. The protection sleeve was not returned. The synflate vertebral balloon surgical technique dsus/spn/0514/0185 rev. B was reviewed. Following relevant statements were found: note: expansion of balloons, pressure and volume on the inflation system must be monitored carefully. Precautions: - the balloons may leak or burst if they are filled beyond their maximum volume or pressure. - the performance of the balloon catheter may be adversely affected if it comes into contact with bone splinters, bone cement, and/or surgical instruments. Note: each balloon is for single use only and should not be reinserted or inflated after the initial use. A dimensional inspection and a functional test for the synflate balloon/medium- sterile were unable to be performed due to post manufacturing damage. Since the device was returned deflated and damaged, the complaint condition of leakage was not able to be replicated. However, leakage of the cement mention in the event description is most likely due to the breakage condition of the balloon. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the synflate balloon/medium- sterile would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: the following drawings reflecting the current and manufactured revisions were reviewed: - synflate catheter assembly depuy synthes ndc-_confluent rev. D / rev. D dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.